Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath, after a right coronary artery drug eluding stent interventional procedure. Reportedly, the foot would not close. The territory manager was called and requested that the physician remove the plunger and then close the foot. The plunger was removed and the foot was closed. Hemostasis was achieved using the deployed sutures of the proglide device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Failure to follow steps - reportedly, difficulty was encountered parking the foot as the needle plunger was not removed prior to attempted foot closure. Per the proglide device instructions for use under the smc device placement 5f-8f sheath section the operator is instructed use the thumb as a fulcrum on the handle, gently disengage the needles by pulling the plunger assembly back (in the direction marked #3) and completely remove the plunger and needles from the body of the device. Relax the device and then return the foot to its original closed position by pushing the lever (marked #4) down to the body of the device. Do not attempt to remove the device without closing the lever.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. Reportedly, difficulty was encountered parking the foot as the needle plunger was not removed prior to attempted foot closure. The proglide instructions for use states: use the thumb as a fulcrum on the handle, gently disengage the needles by pulling the plunger assembly back (in the direction marked 3) and completely remove the plunger and needles from the body of the device. Relax the device and then return the foot to its original closed position by pushing the lever (marked 4) down to the body of the device. Do not attempt to remove the device without closing the lever.